Manufacturer narrative:
Reported event of liner fracture was confirmed from photos received. Product was not returned. The lot numbers are unknown; therefore the device history and complaint history records could not be reviewed. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06954.

Event description:
It was reported that a patient underwent a hip arthroplasty revision approximately due to dislocation and the liner was found to be fractured. Attempts have been made and no further information is available. No additional patient consequences were reported.